Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the bactiseal peritoneal catheter (823074) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2023-00349, 3013886523-2023-00350. A physician reported that during surgery, cerebrospinal fluid flow was confirmed when the ventricular catheter was inserted. However, no cerebrospinal fluid flow was observed after the certas valve (828800), bactiseal peritoneal catheter (823074), and bactiseal ventricular catheter (823073) were connected. The procedure was completed with a replacement product available. No adverse consequences to the patient were observed and the event led to more than 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.